Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a hernia procedure the balloon was broken and a component disengaged into the cavity, it was retrieved. Visual inspection noted that the valve seal and locking collar were intact. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. The flapper valve and locking collar functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to broken balloon and the reported conditions were confirmed. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
Procedure type: robotic hernia. According to the reporter: the balloon trocar ruptured during the procedure. Two pieces of the plastic were extracted from the abdomen. There was no unintended colostomy, formal laparotomy, or re-operation as a result of the event. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.